Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no complaint or manufacturing trend was identified for adverse event and upward trend was observed for technical event primary package issue. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer it was stated that foil was difficult to open. The consumer failed to follow instructions and used scissors to open the blister pack. After opening the blister pack, the consumer wore contact lenses, and a foreign body went into the eye. The consumer experienced ocular discomfort in left eye, removed the lens and found it torn and visited an eye care professional. The lens fragments were removed from the eye and was diagnosed with corneal epithelial abrasion and corneal erosion in the left eye, hyaluronic acid ophthalmic solution was prescribed with an unknown frequency for an unknown period. The consumer was not instructed for further follow-up visits. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has not been requested.